Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left circumflex (lcx) #13 lesion. The vessel was primarily wired with a non-abbott guidewire, and exchanged to viperwire guidewire. There was no issue during the first treatment, but during the second treatment, the oad crown jumped forward, proximal to distal, and when the distal tip of the oad contacted the radiolucent portion of the viperwire coronary guidewire, a fracture occurred on the guidewire. It was noted that resistance was felt during atherectomy and the physician advanced against resistance. The fractured portion remained inside the vessel, but was later successfully retrieved outside the body using a snare. Intravascular ultrasound (ivus) confirmed that the calcified area had been successfully debulked, and a unspecified drug eluting stent was implanted. The procedure time was extended by approximately 15 minutes due to the retrieval of the fractured portion, but no adverse effects due to the delay were reported. The procedure was completed without any issue.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported unintended system movement that caused damage to another device appears to be related to user error. In this case, it is likely that the crown jumping and resulting damage to the guide wire is due to use techniques employed. It was reported that resistance was felt during atherectomy and the physician advanced against resistance. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU) warns: ¿never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance. If it is confirmed there are no complications, reposition the device and advance and retract at a travel rate of 1 to 3 mm per second. [The vessel perforation may be occurred.] ¿however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) and h11.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire coronary guidewire referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left circumflex (lcx) #13 lesion. The vessel was primarily wired with a non-abbott guidewire, and exchanged to viperwire guidewire. There was no issue during the first treatment, but during the second treatment, the oad crown jumped forward, proximal to distal, and when the distal tip of the oad contacted the radiolucent portion of the viperwire coronary guidewire, a fracture occurred on the guidewire. It was noted that resistance was felt during atherectomy and the physician advanced against resistance. The fractured portion remained inside the vessel, but was later successfully retrieved outside the body using a snare. Intravascular ultrasound (ivus) confirmed that the calcified area had been successfully debulked, and a unspecified drug eluting stent was implanted. The procedure time was extended by approximately 15 minutes due to the retrieval of the fractured portion, but no adverse effects due to the delay were reported. The procedure was completed without any issue.